Manufacturer narrative:
One catheter was returned for review. Visual inspection of the catheter found that the PICC line was broken about 0.5cm from the securement disc and the issue was confirmed. The exact root cause is unable to be determined; however, a probable cause of the catheter breakage is related to patient activity / movement or to excessive tensile / pulling force during use.

Event description:
PICC line noted to be broken off at hub with catheter still in place. Catheter removed. New PICC or piv was placed for patient to finish prescribed therapy. Customer did not specify if the new device placed was a PICC or piv. No patient harm noted.